Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain and redness around the ipg area. The patient went to the emergency room (ER) and was given antibiotics.

Event description:
It was reported that the patient had pain and redness around the ipg area. The patient went to the emergency room (ER) and was given antibiotics. Additional information was received that patient is doing well with no signs of infection.